Manufacturer narrative:
The pump was received with a pump error 38 alarm during the rewind due to a corroded motor home switch. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, and occlusion tests or verify the pump error 43 alarms due to the pump error 38 alarms. Moisture damage was also found on the electronic assembly and force sensor during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother "was" reported via phone call that the insulin pump alarmed pump error. Customer¿s blood glucose was 200 mg/dl. Troubleshooting was performed for pump error and the customer stated that they were unable to rewind the insulin pump. The insulin pump will return for the analysis.